Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a hwbat error that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and found multiple screen error alarms and hardware battery errors. The reported event of a hardware failure was confirmed. The root cause was determined to be a defective receiver battery.